Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of tip broke off was confirmed. Also, device evaluation found that the seal rubber had yellow discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the tip of the resection sheath broke off. The issue occurred during a therapeutic transurethral resection of a bladder tumor procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device visual inspection found the device was in poor condition therefore, the device history record was unable to be reviewed for this device since the lot number could not be recognized. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the reported event is due to wear and tear or customer misuse. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: before putting medical devices into operation, it is important to ensure that they are in technically perfect condition, see also the warnings in the IFU warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.